Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.

Event description:
A distributor of infutronix received a complaint from a patient, who reported "tubing is leaking on the right side right at the pump/cassette connection". Patient indicated tubing was loose. Patient also shared that earlier they had forgotten to grab the pouch and yanked the pump off the couch a few times where it dropped to the floor. Patient also stated that they think they rolled over and laid on it while sleeping. The pump was already powered down and removed the catheter before calling. Device operator was a patient. Medication being infused is unknown. No patient injury reported. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.